Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient picked at the implant site and the came out of the patient's body. The implant was noted to have used dermabond. The device was replaced and steri strip were used. No patient complications have been reported as a result of this event.